Event description:
During the initial implant procedure, the right ventricular (rv) lead was inserted into the catheter. Following an undesirable movement the connector pin of the lead became detached. A new rv lead as successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations found that the connector pin was detached consistent with procedural damage. The cause of the reported event was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.